Event description:
A sales representative, on behalf of a healthcare professional(hcp) reported that a patient was injected with skinvive¿ by juvéderm® into the upper cheek. The patient was happy with results and requested additional treatment to address crepey skin in the upper medial cheek . The patient experienced intermittent swelling, edema and dry eyes. Approximately one month later, the hcp administered 2 cc of hylenex. Two months after the initial injection, the hcp treated the patient with an additional 2 cc of hylenex and a single dose of prednisone 20 mg. About a week and half later, the patient was prescribed prednisone 10 mg daily for 7 days, followed by another dose of prednisone 10 mg daily for 4 days. Symptoms are ongoing. Additionally, a patient reported being injected with two syringes of skinvive¿ by juvéderm® under the eyes. After the injection, the patient experienced swelling around eyes, with areas appearing swollen to the size of gold balls. The hcp treated patient with doxycycline 100 mg twice per day, prednisone 20 mg once per day, and two syringes of hylenex. Despite the treatment, the patient reported ongoing symptoms like redness, discoloration, sagging, swelling that returned to previous levels, intensely red eyes, and blurred vision. The hcp reduced the prednisone dose to 10 mg per day. The patient later reported that swelling under the eyes had decreased but discoloration remained with a purplish hue under both eyes. They also reported persistent redness in the upper eyelids and a pinkish tint in the lower eyelids. The patient expressed concerns about their red eyes and also lower eyelids were not red, inflamed, irritated, and burning, with bloodshot eyes throughout the day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.